Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited high capture threshold, noise and high pacing impedance. Programming changes were made. The patient condition was stable.